Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the infusion set tubing separated from the head set during the night and she woke up with elevated blood glucose levels. Patient stated the tubing of the infusion set loosened from the head set and insulin was not delivered into the body but leaked outside. Patient reported this issue has occurred twice. No adverse event reported. Requested return of the alleged infusion set for evaluation.